Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use, as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
(B)(6). It was reported that on (B)(6) 2014, the patient was hospitalized with interrupted chest pain. Coronary angiography revealed double-vessel disease. A 3.5 x 23mm xience xpedition stent was implanted in middle left anterior descending (lad) coronary artery with 90% stenosis. The patient was discharged on (B)(6) 2014. Information received from the 4-year follow-up on (B)(6) 2018 indicated that the patient had a chest discomfort on (B)(6) 2017 but the cause was unknown. The patient was re-hospitalized on (B)(6) 2017 in (B)(6) hospital. Angiography showed severe hyperplasia of the stent and diffuse stenosis was 95%. The patient underwent balloon dilatation of the lad on (B)(6) 2017 and was getting better. The patient was discharged at the hospital on (B)(6) 2017 but symptoms are persistent. Per physician, the relationship between the event and the device may be related. No additional information was provided.